Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study report via a manufacturing representative that there was a return of incontinence following a fall on (B)(6) 2015. The device was reprogrammed on (B)(6) 2015. The patient had a return of incontinence on (B)(6) 2016 which resolved on (B)(6) 2016 after reprogramming. Medical history included idiopathic functional urinary incontinence since 2013. The event was assessed as not serious, not related to the procedure, and related to the stimulation.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093, lot# 0208856295, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event occurred on (B)(6) 2015. No further patient complications have been reported as a result of this event.